Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedances measuring 1,800-2,000 ohms. Subsequently, the patient underwent a revision procedure. During the procedure it was noted they pulled the lead out of the header without touching the set screw. The set screw was not either seated properly or was not tight enough. They re-seated the set screw, and everything was fine. No additional adverse patient effects were reported.